Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the parkinson¿s disease patient was ¿doing well and had effective therapy¿ after the replacement of their implantable neurostimulator (ins).

Event description:
It was reported there was an ¿apparent change in device function¿ and that it became ¿intermittent.¿ it was noted there was ¿no¿ patient injury or death. It was also noted that diagnostic testing had been performed. It was requested the manufacturer ¿please amend the device for device malfunction¿ when the device was returned. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.